Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed two holes in his skin underneath the back electrodes. He reported that the electrode belt perforated his skin, leaving holes that were oozing. Patient covered the wounds with gauze and used neosporin. During a follow-up, it was reported that the patient's irritation improved but the doctor recommended ending use.